Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include 1) excessive and abnormal force applied to the outer tube of the scope, 2) damage from impact with another instrument. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that during a shoulder arthroscopy, the arthroscope image did not become brighter; the optics were dark and appeared grainy. The procedure was resumed, without any delay, with a change in surgical technique to open surgery. No further complications were reported.